Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the right ventricular (rv) lead exhibited high bipolar impedance which triggered a polarity switch. Pacing failure also occurred in bipolar configuration along with high thresholds and non capture. Perforation was suspected, but no pericardial effusion was observed. A computed tomography (CT) scan diagnosed a pneumothorax in the left lung and thus a trocar was inserted. The device was checked afterwards, and then impedance was at good measurements in bipolar and unipolar. The following day, a polarity switch due to abnormal lead impedance and pacing failure occurred again. The physician confirmed an rv perforation based on x-ray and CT scan. The lead position was changed while pericardiocentesis was being prepared. The lead reposition procedure was completed with measurements, such as threshold, were good. The patient died the next day.